Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for system explant due to pocket infection. It was noted that the patient was also experiencing syncope. During the procedure, the physician had difficulty removing the right atrial and right ventricular leads. The physician opted to cap the leads on (B)(6) 2018. New leads were placed on the right side. The pacemaker was removed from the left side and placed on the right side with the new leads. Patient was stable post procedure.